Manufacturer narrative:
Batch reviews performed on 14 november 2016. Lot 161744: (B)(4) items manufactured and released on 11 may 2016. Expiration date: 2021-04-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup flat pe hc liner ø 32 / e, code 01.26.3244hct, lot. 146005 (k103352), (B)(4) items manufactured and released on 27 october 2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to wound issues. Swab and samples were taken for testing. Results showed pseudomonas infection. The liner and the ball head were revised.